Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the gas would not fill the auto fill gas syringe prior to a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, a valve assembly was replaced as a preventive measure and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 14, 2017. Based on qa assessment, the product met specifications at the time of release. The valve assembly was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system functional testing. The sample was found to meet all relevant specifications the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).